Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "rupture", and "capsular contracture", baker grade unknown. Record is for right side. Device remains implanted.

Event description:
Patient reported and healthcare professional confirmed right side rupture. Device has been explanted and replaced with a non-allergan device. Capsulectomy was performed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) opening). No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b5, d1, d2a, d2b, d4, g2, g4, h4, h6.

Event description:
The event of capsular contracture, baker grade unknown was confirmed not to have occurred. Device has been explanted and replaced.